Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl. Juice and soda were consumed to address the bg level. The cause of the low bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider. Upon follow up, the customer's bg was 104 mg/dl.